Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis noted that the hypotube fracture face was oval shaped which can indicate the hypotube was kinked and then separated. In this case, it is likely that the bdc was inadvertently mishandled during removal from the packaging such that the shaft became kinked and upon further manipulation it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot number 40923g1 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 1.5x15mm mini trek balloon dilatation catheter (bdc) packaging was all intact; however, the shaft was completely bent, snapping into two pieces. Another unspecified balloon was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.